Manufacturer narrative:
On december 11, 2020, mentor became aware that patient experienced only left side rupture and patient was replaced with two 400cc mentor memorygel breast implants. There was no issue reported on the right side. Hence, fields h6 for health effect - clinical code, health effect - impact code, and medical device problem code have been updated on this form. H6 medical device problem code a27: no product quality issue. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 425cc mentor memorygel breast left implant and a 400cc mentor memorygel breast right implant experienced bilateral rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.